Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered.

Event description:
Two years ago, the user suddenly stopped hearing when wearing the audio processor. Re-implantation is considered.

Event description:
Two years ago, the user suddenly stopped hearing when wearing the audio processor. He did not go during the two years to any of the company offices or any hospital. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.